Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power supply cord was loose. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power plug in to back of station was loose. A field service engineer found the power receptacle was damaged when a patient bed collided with the pyxis station, forcing it into the wall and breaking the receptacle. The power supply was replaced by fse. The system functioned as intended after the field service engineer repaired the device.